Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a coronary artery bypass procedure, whilst harvesting the "saphenous" vein the clip applier was misfeeding and the device was not opening easily, which meant that there was pulling, which could have damaged the vein. The procedure was continued using another clip applier which had the same issue. There was no patient consequence. No device will be returning they were discarded.